Event description:
The manufacturer representative reported that the patient's system was removed due to infection. Indication for use was non-malignant pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.